Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on. There was no reported impact to the customer¿s blood glucose level. Customer removed pump from case, tried different button-pressing techniques, and connected pump to a working power source without success, then planned to use injections as backup insulin therapy while technical support arranged a warranty replacement pump, provided instructions for placing faulty pump into storage mode, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, and instructed customer to return faulty pump using prepaid label within 10 days.